Event description:
During incoming inspection, the distributor rejected this device, 0033080, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. This will be reported as a malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received four 0033080 in unopened original packaging. Lot number was verified. Performed a visual inspection of the devices, there were no obvious signs of abnormalities or defects. Performed a functional inspection, the devices were dye leak tested per tm-10-217 rev. F which indicated that the packaging had an insufficient heat seal on 1 out of the 4 packages. A root cause cannot be determined; however, based on the photographic evidence, a possible cause of this event could be the device tip breached the seal. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 4 devices for this lot number and failure mode; however, one was confirmed. A two-year review of complaint history revealed there has been a total of 12 complaints, regarding 20 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). We will continue to monitor for trends through the complaint system to assure patient safety.